Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) system switched off intermittently. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) inspected and found its power supply is working partially and its inner side of power supply regulating ic already brunt in pcb. Suggested to user replace it and do not use it patient side. Power supply module estimate submitted to customer/user and waiting for approval. No other information is available. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation findings, component codes, investigation conclusions).

Event description:
Na.

Manufacturer narrative:
Corrected field : h6 ( medical device ¿ problem code , component codes ) updated field : b4 , g3, g6 , h2 ,h11. A getinge field service engineer (fse) inspected & found its power supply is working partially & its inner side of power supply regulating ic already brunt in pcb. Suggested to user replace it & do not use it patient side. Power supply module estimate submitted to customer/user & awaiting for approval. On 22-08-2025 fse observed system display showing hazy screen & its display was not coming properly. Need display board & ribbon cale under testing purposes & its part no-(d670-00-0640 & d012-00-1429). Received a complaint from customer side that same machine has display problem on date 25-08-25 & information that customer already repaired that machines power supply issue resolved by themselves outside. Another complaint was display problem & waiting for spare parts for further update. In future if receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Corrected field: h6 (type of investigation). Updated field: b4, g3, g6, h2, h11.